Manufacturer narrative:
This incident was reported to sunrise medical via email by the end user's father. Sunrise medical has made multiple attempts to contact the initial reporter to obtain more information on the alleged malfunction. It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical (us) llc. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair for equivalent construction. If and when more information can be obtained from that investigation, a follow up report will be filed.

Event description:
A malfunction involving a zippie voyage stroller was reported to sunrise medical on (B)(6)2013. The malfunction was reported via email from the end user's father. It was reported to sunrise medical that on two occasions the seat frame fell rearward while the child was strapped in to the stroller. There were no falls or injuries reported due to this malfunction.